Event description:
The customer reported the system would not display images and when images were displayed the image quality was degraded. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the hard drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.